Manufacturer narrative:
Concomitant medical products: dtma1qq crtd; 429888 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a position check failed alert. It was noted that all atrial tachycardia/atrial fibrillation (at/af) therapies was disabled due to the atrial lead position check failed alert. The lead remains in use. No patient complications have been reported as a result of this event.